Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump was alarming no disposable. Instructed patient to stop pump, turn pump off, remove cassette, massage out any air bubbles, reattach cassette, turn pump on, start pump, pump still alarming no disposable. Instructed to repeat the same steps again: stop pump, turn pump off, remove cassette, massage out any air bubbles, reattach cassette, turn pump on, start pump, pump still alarming no disposable. Instructed to clamp tubing, turn off pump, and call facility for further instructions. No patient injury.